Event description:
It was reported that the customer experienced an issue with the pump battery not charging despite attempts using different wall outlets, charging cables, and wall adaptors. There was no reported impact on the customer¿s blood glucose level. Tandem technical support instructed the customer to allow the battery to fully deplete before returning the pump and arranged for a replacement pump, advising the customer to return the faulty pump within 10 days with a pre-paid label and return box. The customer did not disclose what backup therapy they would use to ensure uninterrupted insulin delivery during this process.